Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.additional device code: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that prior to the lead being capped, a change in thresholds and no capture were observed.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon review, a gradual increase in pacing lead impedance was noted. Externalized conductors were observed. Lead was capped and replaced.